Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, frequencies, and routes were not reported). Nine days after the peritonitis onset date, the patient was recovered and the antibiotic treatment was discontinued. At the time of this report, pd therapy was ongoing. No additional information is available.